Manufacturer narrative:
(B)(4). Batch # t5ed2u. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. In addition, a cr40g reload (b) was received unfired. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on. The device opened and closed without any difficulties. The device was tested for functionality with the returned reloads and it fired, forming all staples and cutting as intended. The cut lines and the staple lines were completed and the staples met the staple form release criteria. The device lockout and the reload lockout were functional. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the scrub nurse opened the cs40g and handed it to the surgeon, but as she handed it to him, the reload fell out. She then opened a new reload and loaded it into the device, but the device wouldn¿t fire. They then opened a whole new device and it worked perfectly. There were no patient consequences.